Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed the "error code 322" message, caused by a failed upper auxiliary assembly. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
During baxter's device evaluation, the device was found to display an "error code 322" message. There was no patient involvement.